Manufacturer narrative:
The devices were not received for evaluation; therefore, device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A retention sample was evaluated and it was found to be within all product specifications. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were four (4) instances where some blood was oozing around the connection of the dialyzer to the blood lines. This occurred with the same patient. There was no patient injury or medical intervention associated with this event. No additional information is available.